Event description:
It was reported via repair work order that the nurse call cable connector was damaged and the jack screws were broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.